Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to go into MRI mode. Diagnostics indicated the lead had high impedance. As a result, surgical intervention may be undertaken at a later date to resolve the issue.

Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2020, wherein the lead was repositioned. No existing leads or devices were explanted and issue has been resolved.